Event description:
It was reported by the customer that the device broke at the lag screw junction of the gamma3 nail.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.